Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger with the anterior needle tip, suture with a posterior needle tip, link and cuffs were not returned. Without the return of these components, the scope of this investigation was limited and the report of a suture break could not be confirmed. The analyses of the returned components found they were normal for a deployed device with no damage detected that would contribute to the reported suture break. A proxy plunger was inserted to test needle trajectory and the results were acceptable. The report of the access site being moderately calcified may have been a contributing factor in the event. Based on the investigation findings, the probable root cause for the reported suture break is related to the operational context during use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, as the knot was advanced to the arterial surface with a guide wire remaining in the vessel, the suture broke. The suture was removed and a second proglide device was attempted, but with the same results; the suture broke. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (moderately calcified common femoral artery) the device is expected to be returned for evaluation. It has not yet been received. Proglide (part 12673-03, lot 930196h) is being reported under a separate medwatch report number.